Event description:
The non-sterile package appeared to have small holes at the tip of the stem. The inner package was visibly questionable. A different stem was used, but there was a surgical delay of 30-40 minutes.

Manufacturer narrative:
Examination of the returned product confirms the reported statement. The root cause is attributed to repeated shipments over several years by the depuy express care unit. A two-year database search finds no other reports against this product code for this or any other issue. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.